Manufacturer narrative:
No further service on the ventilator was requested by the user facility for the generated technical error codes. The ventilator has reportedly been returned for clinical use. Prior investigation of similar events have showed that the reported technical error codes most probably is software related. The analysis of the logs show that the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing software stops executing as a safety measure as the communication with the other subsystem is lost. The safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that after repair for an unrelated complaint, review of provided ventilator logs found technical error codes indicating software error and disabled valves. There was no patient harm. Manufacturer's ref #: (B)(4).